Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reav1996 showed no other similar product complaint(s) from this lot number. Device not yet returned.

Event description:
It was reported by the nurse that there was a sand hole in the catheter. No patient injury was reported.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred per 21 crf803.19. The returned sample exhibited no evidence of the alleged event. The event is unconfirmed per the investigation results. Additionally, the catheter was returned with the stylet in place, indicating it was not completely inserted in a patient and used for infusion so there is no concern for a fibrin sheath causing the appearance of a leak. Since no device malfunction occurred and there is no allegation of a serious injury to a patent, user, or other person, this event is deemed not reportable per 21 cfr part 803

Event description:
It was reported by the nurse that there was a sand hole in the catheter. No patient injury was reported.